Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 information was received from a patient (pt) in (B)(6). Pt reported acuvue oasys brand contact lenses ¿hurt my cornea, it made a hole¿. (B)(6) 2018 the following information was received from the pt: the pt was seen by an eye care professional (ecp) diagnosed with a ¿small pinhole¿ od at 11:00 o¿clock. The pt reported being prescribed gatifloxadine 0.3% eye drops q2 hours x1 day and instructed to present for f/u the following day. F/u (B)(6) 2018: continue gatifloxacin q2 hours x 24 hours, then q4h x 4 days. The pt was cleared to return to contact lens wear. (B)(6) 2018 the treating ecp confirmed the following information: the pt was diagnosed with a central, non-infectious corneal ulcer od treated with monofloxacin gtts q2h for 24 hours, then q4h for 1 week. The presented for f/u (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Corneal ulcer od resolved, pt returned to contact lens wear. No additional medical information is expected to be received. The suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00n101 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.